Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019, dtma1q1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was reposition to get better threshold number and get rid of diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.